Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿flange detect switch stuck¿ was confirmed. External inspection revealed flange detect sensor pushed in with a misaligned flag seal. Binary switches test failed in asm, thereby confirming the reported issue. The issue was corrected by realigning the flag seal. Device was then observed to be operating as expected, confirming a misaligned flag seal to be the root cause. Noted issue was corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. ¿ on 26-nov-2024, pcd device was received unboxed and with paperwork. ¿ external investigation confirmed the reported problem. ¿ internal investigation was not deemed necessary. ¿ device to be returned to san diego repair center for normal processing. ¿ noted issue was corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. ¿ failure investigation report attached to on in sap this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had flange detect switch is stuck. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had flange detect switch is stuck. There was no reported patient involvement.